Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ll w/o dn had an issue with scale marking permanency. The following information was provided by the initial reporter: "disappearance of the graduations on the syringe, presence of ink in the bottle. "

Event description:
It was reported that syringe 1ml ll w/o dn had an issue with scale marking permanency. The following information was provided by the initial reporter: "disappearance of the graduations on the syringe, presence of ink in the bottle."

Manufacturer narrative:
H6: investigation summary: one photo and two loose 1ml luer-lock syringes (p/n 309628) and two strips of top web from batch #1061652 were received. The samples were visually evaluated. Both samples appeared to have been heavily manipulated, with one syringe's print mostly rubbed off per the verbatim. The "control" syringe also looks to have had part of its scale rubbed to the point of blurriness. Both syringes were then tested for ink permanency per internal procedure on the available print surface with no ink being removed. Each box of 1ml luer-lock syringes is packaged with an instruction for use pamphlet. The instructions for use specifically state that the syringe is not intended for oral use. Additionally, the syringe components including the inks used on barrels are tested for toxicity and biocompatibility requirements, deemed as safe for intended use for aspiration and injection of fluids. Since root cause of the print being removed is linked to unintended use of the syringe, corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.